Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no evidence of moisture in the cartridge or battery compartments. There were no leaks found during investigation. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2011, the lay-user/patient left a message alleging the animas pump has a leakage issue. The animas representative made several attempts to contact the patient but was unable to reach the patient for further information about the defect. There was reported patient impact associate the issue. This complaint is being reported due to the alleged pump leakage issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.